Event description:
It was reported that the patient's catheter had dislodged. The catheter was being revised. The original implanting surgeon was unable to "get the catheter in the intrathecal space"; a neurosurgeon then performed a cut down which allowed him better visibility and accessibility to the intrathecal space. A 31 centimeter section of catheter was added to the original catheter; inserted, anchored and primed. Per the reporter, "the patient is doing well at this time". The pump contained morphine and bupivacaine.

Manufacturer narrative:
Catheter model #: 8709 lot#: n004636904 implanted: (B)(6) 2005 explanted: unk.